Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter compatable basket was used in the common bile duct during a stone removal procedure on (B)(6) 2014. According to the complainant, during the procedure the physician actuated the handle and attempted to crush a 12-13 mm sized stone. However, the handle cannula detached. The physician broke proximal end of the handle and removed the handle. The physician then used a pean to grasp the wire. He pulled the wire and crushed the stone to complete the procedure. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found the basket to be fully retracted and the handle assembly had been separated at the distal end of the handle body. Side car-rx presented pushback within specifications. Additionally, the handle cannula had been pulled out from under set screws. An examination of the handle cannula found set screw score marks to be properly centered in the dimples indicating the handle cannula had been properly assembled in the handle. Deep drag marks were found from the dimples to the proximal end of the handle cannula as the cannula was forcibly pulled out of the handle assembly. Although it cannot be determined precisely how the handle cannula failed, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a trapezoid&#10258;x lithotripter compatable basket was used in the common bile duct during a stone removal procedure on december 12, 2014. It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter compatable basket was used in the common bile duct during a stone removal procedure on december 12, 2014. According to the complainant, during the procedure the physician actuated the handle and attempted to crush a 12-13 mm sized stone. However, the handle cannula detached. The physician broke proximal end of the handle and removed the handle. The physician then used a pean to grasp the wire. He pulled the wire and crushed the stone to complete the procedure. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of handle cannula detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.